Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed preventative maintenance test for sensing. The status of the epg is unknown. There was no patient involvement.